Manufacturer narrative:
The investigation is currently on-going. A supplemental report will be submitted upon completion of the investigation and availability of conclusions. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged the generation of discrepant results. The customer alleges a discrepant patient sample with the cobas sars-cov-2 & influenza a/b test. The first run generated a positive result for flu a, flu b and negative for sarscov2 but returned an invalid result after retesting the same sample. A repeat with the same collection generated a negative result for flu and flu b but positive for sars. The positive results were released to the patient. The sample was collected with a nasopharyngeal swab using scfa - cobas® sars-cov-2 & influenza a/b with 3ml vtm from nest scientific. Storage for the reagent was reported to have been stored according to roche specifications. There is no indication of harm or injury. An investigation is currently ongoing. No further information is available regarding the patient's medical history or medical condition. A separate MDR (2 total) will be filed for each patient.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. Corrected information in date of event, specifically an additional sample was identified during the system assessment. Corrected details on the suspect medical device. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged the generation of discrepant results. The customer alleges a discrepant patient sample with the cobas sars-cov-2 & influenza a/b test. The first run generated a positive result for flu a, flu b and negative for sarscov2 but returned an invalid result after retesting the same sample. A repeat with the same collection generated a negative result for flu and flu b but positive for sars. The positive results were released to the patient. The sample was collected with a nasopharyngeal swab using scfa - cobas® sars-cov-2 & influenza a/b with 3ml vtm from nest scientific. Storage for the reagent was reported to have been stored according to roche specifications. There is no indication of harm or injury. An investigation is currently ongoing. No further information is available regarding the patient's medical history or medical condition. Three (3) mdrs will be submitted, one for each of the three patient samples that generated discrepant results. Two initial mdrs (2243471-2020-00655 and 2243471-2020-00656) were previously submitted for 2 samples alleged to be discrepant by the customer, and one additional MDR will be submitted for an additional sample found during the system assessment that was not alleged by the customer.